Manufacturer narrative:
(B)(4) (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had damaged and worn out locking components/mechanism. It was further determined that the device failed pretest for the following assessments: cutter lock, safety, temperature, sound, and rotations per minute (rpm). The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device overheated during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information have been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from dec 19, 2016 to dec 16, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.